Event description:
It was reported that this right ventricular (rv) lead had oversensing and noise. An insulation issue on this rv lead is suspected. The rv lead is scheduled for revision. No adverse patient effects were reported. Additional information was received. This rv lead was explanted, along with the device and right atrial (ra) lead. A new device, rv lead and ra lead were successfully placed. The device system is unavailable for return. No additional adverse patient effects were reported.